Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited unacceptable r waves and thresholds during the implant procedure. The leadless ipg was removed and the patient received a transvenous ipg system the next day. No patient complications have been reported as a result of this event.